Event description:
Patient underwent laparoscopic hernia repair approximately 1 week prior. Returned with infected mesh requiring removal.

Event description:
Patient underwent laparoscopic hernia repair approximately 1 week prior. Returned with infected mesh requiring removal.